Manufacturer narrative:
Integra has completed their internal investigation on june 27, 2017.results:x-rays and broken plate are not available. Product was not returned, so the evaluation was unable to be performed.DHR review; no anomalies associated with this complaint were observed.complaints history;this is the second reported to newdeal about breakage of uni-cp¿ plate during last (B)(6) years. During the same time period, (B)(4) uni-cp¿ plates have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent.this is the first incident for lot flch manufactured on 1st october 2016 and (B)(4) items were released. The lot failure is (B)(4) %. Conclusion: investigation for cause cannot be performed as the product is unavailable.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Three of 3 reports - other mfg report numbers: 9615741-2017-00027 / 9615741-2017-00028. It was reported that the implant broke after an arthrodesis talonavicular surgery. The plate was implanted on (B)(6) and the broken device was discovered on mid (B)(6) (exact day not communicated, (B)(6) was selected as the date of event). Consolidation has begun, but not enough then a revision surgery is planned to replace it.